Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. The returned device indicated a missing set screw. The set screw was found in the connector bore.

Event description:
It was reported that during the implant procedure the physician was not able to get the lead inserted into the device header. After much struggle the setscrew came out and was attached to the wrench. The setscrew was not able to be reinserted into the device. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.